Event description:
It was reported that the vns patient had the device explanted due to discomfort. Attempts to obtain additional information are underway.

Manufacturer narrative:
Fromes, gail. "Efficacy of vagus nerve stimulation in adults during 5 years of treatment".